Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 21 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient felt uncomfortable and went to the ER. There was hemorrhage in the chest. The patient's inr was 4. A chest tube was inserted for drainage. The patient's medication was adjusted to convert anticoagulation. The patient's inr went back down to 2.5 the day after the event. No additional information was provided.